Event description:
Procedure type: bowel. According to the reporter: after a few successful reloads of the stapler, the stapler fired. The surgeon retracted the knife blade assemble, however, the stapler jaws would not open. Staples and knife blade did their job but the surgeon could not remove the stapler from the tissue. The tissue between the locked closed jaws was removed with the stapler load. Current patient status: good. Surgery time was not delayed by more than 30 minutes. The incision was not extended by more than one inch. No reinforcement material was used.

Manufacturer narrative:
(B)(4).